Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the distribution manager that the screw went through the plate during surgery so another plate and screw was used to complete the surgery. No complications or delay.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported by the distribution manager that the screw went through the plate during surgery so another plate and screw was used to complete the surgery. No complications or delay.